Manufacturer narrative:
Although the device used in the reported event is not expected to be returned for evaluation, the investigation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)) device not returned.

Event description:
As reported: ICD lead vegetation removal case. Patient not a surgical candidate with endocarditis. Lt groin access obtained with 26 french gore dry seal sheath. Return cannula placed in the rt internal jugular vein. Angiovac cannula positioned in the svc just inferior to right atrium. Perfusion started the suction at 1lpm and ramped the rate up to 3lpm. It was on for 15-20 seconds when a blood pressure drop was noted. Pump was immediately stopped and vasopressors and fluids were administered by anesthesia per drs request. Angiovac cannula was removed from the body and reinfusion line disconnected. No signs of product failure. CPR was started but blood pressure did not return. Attempted resuscitation time was 35 mins. Upon post case discussion dr made an educated guess that the material embolized to the lung field. Dr stated "we didn't have any other options and I will use this device again" "this does not impact my opinion of the device"

Manufacturer narrative:
Although a ship history report (shr) was generated for this complaint, a review of the dhrs are not required for this event. There was no report of device malfunction or performance issue during the procedure. (B)(4) is a contract manufacturer of the angiovac cannula for angiodynamics, no informational scar is required. The angiodynamics september 2016 complaint report was reviewed for the angiovac product family and the failure mode, "patient injury / death." No adverse trend was indicated. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot, therefore, be determined if the cannula was used in accordance with its labeling. The original event description states that the lab did not believe there to have been any malfunction of the device. The root cause for the adverse event is therefore likely to be operational context. Directions for use (dfu) is provided with this device and contains the following statements: warnings: selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physician's sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. (B)(4). Device discarded at hospital.